Manufacturer narrative:
On 7-feb-2021, mentor received additional information regarding the treatment of the capsular contracture, the patient¿s symptoms, and the replacement device. The patient was prescribed with antibiotics (augmentin). The patient experienced left-sided paresthesia. The patient started developing a capsule and had some numbness centrally starting back in (B)(6). The event date was estimated as (B)(6) 2021 based on available information. The replacement device was a 600cc mentor moderate plus gel breast implant. On 6-mar-2022, the product investigation was updated. Investigation summary (update): paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-oct-2021, the mentor failure analysis lab received the device for evaluation. On 19-oct-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 600cc mentor memorygel breast implant and experienced left-sided grade iii/IV capsular contracture postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo unilateral removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2021.